Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical study representator reported via phone call that the customer experienced high blood glucose level of 467 mg/dl. The customer had symptoms such as diabetic ketoacidosis. Customer's other blood glucose values was 315 and 383 mg/dl. The product was not returned for analysis.